Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 415 mg/dl, 149 mg/dl and 150 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter stated he took his normal 24 units of insulin based on the 150 mg/dl result. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.